Event description:
A hta procerva procedure set unit was used during a hysteroscopy procedure. According to the complainant, the physician called the bsc rep to find out how to treat a burn. This physician was not the one who carried out the procedure. The physician who carried out the procedure was unavailable on that day. The physician called in the complaint did not have any details regarding the procedure other than the fact that alarms were displayed in the procedure. F/u info confirmed that a cervical leak was observed during the procedure. There were three fluid loss alarms. The pt had a patulous cervix, that did not require dilation. The physician who carried out the procedure confirmed that the pt suffered from a 1st degree burn and was treated with an estrogen cream containing lidocaine in addition to antibiotics. The procedure was not completed due to this event and there were no further pt complications reported.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If any add'l relevant info is received, a supplemental medwatch will be filed.